Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a reported sensor glucose of 271 mg/dl approximately three hours after a meal announcement and a confirmatory fingerstick of 244 mg/dl; the pump displayed a downward trend during the call and indicated (B)(4) units of insulin on board, and the user was advised that the system would continue automated correction to bring glucose into range. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included a troubleshooting and education session with reinforcement that the ilet would deliver corrective insulin based on its algorithm and insulin on board. Investigation of this case revealed no device malfunction and no alarm behavior, and the event was consistent with hyperglycemia of unclear cause following a recent meal with ongoing automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.